Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.

Event description:
Customer states: after pre-test was done prior to use on a pt at hospital, a nurse deflated the cuff and then confirmed a slight asymmetry of the cuff. No pt involvement.